Event description:
It was reported that this right ventricular (rv) lead was repositioned due to loss of capture (loc), high pacing thresholds, micro dislodgement and a micro perforation. Additionally, the patient reported chest discomfort. The lead remains in service. No additional adverse patient effects were reported.